Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced a diabetes-related issue that required a visit to the emergency room (ER) and subsequent hospitalization. The incident occurred while the patient was using a pump and related supplies for insulin therapy. The patient was admitted to the ICU and had a low blood glucose (bg) level of 20 mg/dl. There were no injuries caused by the incident. The suspected cause of the issue was the patient's pregnancy affecting their bg levels. There were no ketones present. The patient did not observe any issues with the cartridge, but there was an issue with the infusion set tubing, as insulin was not flowing through it. The patient used the cartridge until it was empty, the infusion set for 2 to 3 days, and the insulin for 4 to 5 days depending on bg levels. The patient's husband called for emergency when the patient became unconscious. The patient first went to emergency room on (B)(6) 2024 and was subsequently hospitalized. The patient received IV fluids of saline and sugar to resolve the bg issue. There was no permanent damage identified by healthcare professionals. The patient was released from the emergency room/hospital on (B)(6) 2024. No further information available.